Event description:
The manufacturer received information alleging during use the device will smell like electrical heat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging during use the device will smell like electrical heat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed a dust like contamination on the water tank lid, water tank seal, water tank, iso port (international organization for standardization), ui (user interface) bezel, top enclosure, blower box, blower motor, heater plate, heater plate spring, and the bottom enclosure. They observed hairlike fibers on the iso port, ui bezel, top enclosure, blower motor, heater plate, and the bottom enclosure. They observed potential burn marks, on the ui bezel, ui bezel ribbon cable, and the iso port, evidence of potential rust observed on the heater plate spring and also evidence of thermal damage to the pca. The manufacturer concludes there was able to confirm the complaint of an electrical burning odor. Box: d, g and h has been updated.